Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had a fall few month before. Device interrogation showed loss of capture in the right atrial and left ventricular leads. When vvi right ventricular (rv) pacing was performed with a rate increase to desired rate, narrow qrs continued indicating that rv lead was pacing in the atrium. All three leads were noted to be dislodged. All three leads were turned off until leads revision. Leads were explanted and replaced. Patient was stable. Related manufacturer reference number: 2938836-2019-14156; related manufacturer reference number: 2938836-2019-14158.